Event description:
It was reported, went to ream over the k-wire and insert the lag screw. The lag screw reamer bent at the base.

Manufacturer narrative:
Device will not be returned due to hospital policy. Add'l info has been requested and if received, will be provided on a supplemental report.